Event description:
It was reported that this right ventricular (rv) lead exhibited high defibrillation thresholds and had difficulties converting the arrhythmia. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.